Event description:
During evar in 2008 on a female, the procedure went as labeled until blood leakage from the hemostatic valve occurred. The physician inserted another manufacturer's balloon catheter into it. However, the blood leakage was not relieved and the hemorrhage volume was 100cc. The physician then removed the balloon catheter from the hemostatic valve and inserted an introducer instead and the leakage stopped. The patient's condition was stable after the procedure.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The check-flo body was received in a used condition with only 2cm of the sheath remaining. An examination under 8x magnification found the valve slightly ripped. At this time there is no evidence to suggest the device was not manufactured to specifications. The valve most likely became damaged during use. We have notified the appropriate individuals and we will continue to monitor for similar events.